Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm maryland bipolar forceps (mbf) instrument sparked. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps (mbf) instrument for failure analysis investigation. The instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no damage noted after the arcing event. No part of the instrument appeared to have arcing or appeared to have been loose or frayed. After the operation was temporarily interrupted, the instrument was replaced. No arcing event occurred. There was no patient injury. No photographic images are available. No piece or part of the instrument broke off.